Manufacturer narrative:
Result and conclusion: customer had disassembled the siderail.

Event description:
It was reported by service report that the left side rail was disassembled and could not be locked in the up position. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.